Event description:
Patient reported ¿left breast had broken¿, ¿severe pain¿, ¿implant had not cracked but completely burst in my body over several months¿, ¿extreme pain¿, ¿the vessels in one breast were damaged and all of this had to be ¿repaired¿, and ¿implant wasn't safe enough and has damaged myself and my body¿. Capsular contracture baker grade iii was later reported. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii. Continued h6 (health effect - impact code 4): f15.